Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report the device was not return. However, based on the log files received it was determined the most likely cause of the issue was due to defective inspiration block. Spare part was ordered and shipped to customer.

Event description:
The customer reported active alarms for inspiration valve fail safe, occlusion in inspiration tube and no o2 dosing possible while using bellavista 1000. At this time, no information for patient involvement.